Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Other information requested is unknown. Please provide the status of the device(s) as it has not been received for analysis. Please perform and document the follow up attempt for product return. No device can be returned currently. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent epidermal procedure on (B)(6) 2026 and suture was used. At 5:55 am, when suturing to the black-and-white junction during surgery, the needle pull off issue happened and could not be used. Replaced the suture. Additional information has been requested.